Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm during basal, bolus and fixed prime. Customer also reports a bent cannula. The blood glucose reading is 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners and cracked reservoir tube lip.